Event description:
Patient reported, "unusual pain, tingling, swelling, numbness , or burning of the breast". Side not specific. In addition, the patient reported, experiencing moderate breast pain. Healthcare professional, later reported, capsular contracture, baker grade iii/IV. Healthcare professional, later reported, "implant was too ruptured". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii/IV" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV and device rupture.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ edema: unable to observe as it is not related to the device. ¿ rupture: not observed. ¿ sensation increase/decrease: unable to observe as it is not related to the device. As per the investigation procedure, deformation, creases and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "unusual pain, tingling, swelling, numbness, or burning of the breast" side not specific. In addition, the patient reported experiencing moderate breast pain. Healthcare professional later reported capsular contracture, baker grade iii/IV. Healthcare professional later reported "implant was too ruptured." Device has been explanted.